Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed questions marks instead of threshold value when the device feature that automatically monitors pacing thresholds at period intervals is off or in monitor mode. The crt-d remains in use. The left ventricular (lv) lead exhibited high capture threshold at implant, few viable vectors. The lv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the during implant of the lv lead there were only two viable vectors due to patient anatomy. The patient experienced phrenic nerve stimulation from the lv lead at thresholds barely above capture. The lv lead was programmed off and remains in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed questions marks instead of threshold value when the device feature that automatically monitors pacing thresholds at period intervals is off or in monitor mode. The crt-d remains in use. The left ventricular (lv) lead exhibited high capture threshold at implant, few viable vectors. The lv lead remains in use. No patient complications have been reported as a result of this event.